Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on. The patient was issued a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the negative terminal of the high voltage capacitor c20 and the positive terminal of the high-voltage capacitor c21 were intermittent on the defibrillator board. The cause of the inability to power on is a shorted pld component u1003. The cause of the shorted component is arcing from high-voltage capacitors c20 and c21. The cause of the arcing is the intermittent connections is fractured solder connections. The cause of the fractured connections is likely severe mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.